Manufacturer narrative:
(B)(4).

Event description:
It was reported that at time of service the 840 ventilator had breath delivery central processing unit (cpu) failure. There was no patient involvement.

Manufacturer narrative:
Covidien reference number: (B)(4). The customer reported that they will replace the breath delivery unit (bdu) printed circuit board (pcb) and will contact medtronic/ covidien to upgrade the software on the new install bdu pcb.